Event description:
It was reported that the right atrial (ra) lead had high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg, ICD, implanted: 2011-01-07 (B)(4).